Event description:
It was reported the patient had coronary artery bypass surgery in 1994. It was reported the patient developed an infection and injury as a result of contaminated sutures. Patient is desceased. There is no connection provided between the infection/injury and the pt's death. There are no other details available.